Event description:
An initial event notification was received by sequel med tech, llc, on 02-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported a headache and weakness on (B)(6) 2026 with blood glucose readings between 80-100 mg/dl, confirmed by a fingerstick. The user took acetaminophen and checked for ketones, which were moderate to large. No additional insulin or fluids were administered, and ketones persisted until approximately 11:00 pm. Overnight, the user developed lower back pain, upper leg aches, and nausea, and presented to the emergency department (ed) the following morning. In the ed, intravenous fluids and antibiotics were administered; laboratory results were negative for diabetic ketoacidosis, and ed staff suspected a possible viral infection. The twiist pump remained in use during the ed visit, glucose remained stable around 160 mg/dl, and insulin was administered for carbohydrates if consumed. After returning home, the user changed their twiist cassette and cleo 90 infusion set as part of a routine supply change and placed a new infusion site on their thigh. That evening, their glucose increased to 400-500 mg/dl; the user denied site or absorption issues and reported no pump-related alerts or alarms. No bolus insulin was delivered; however, the pump increased to maximum basal delivery, which gradually reduced glucose to target range by morning, as expected. The user awoke with glucose between 160-180 mg/dl. The user remains ongoing on their twiist pump.

Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery (aid) system user guide provides information about alarms and the recommended actions associated with them, including the cgm high glucose alert, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further analysis.